Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that her husband experienced high blood glucose level of 405 mg/dl. Customer¿s blood glucose level was 155 mg/dl. Customer's wife going to take him to the doctor and stated that he had pneumonia. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with syringes. Customer stated he changed the infusion set and it was not bent. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. Customer was advised that the insulin pump will replaced but they wanted to wait until he got checked out by his doctor before he replace the insulin pump because they thought high blood glucose may be because of the cold. The insulin pump was not returned for analysis.